Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 38 mg/dl; cause was not known. Juice was consumed to address bg. A system check was performed and the pump performed as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.